Manufacturer narrative:
The homechoice device was evaluated by the product analysis laboratory (pal). Three simulated patient therapies were performed using the patient's therapy settings. During these therapies, no problems were encountered. The device was then tested for temperature accuracy. No fluid temperatures were recorded that were outside the specified delivery range. The device was tested for volumetric accuracy and was within design specifications. The pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were revealed and all connections were correct and secure. Review of the cycle by cycle ultrafiltration (uf) log revealed an overfill in the therapy started in 2008 in drain cycle 2. There was not enough information available to determine the probable cause of the overfill. There was no failure or malfunction of the device that would have cause or contributed to the reported difficulties. The device will be sent to the service area for refurbishment

Event description:
During evaluation of the returned homechoice machine, it was noted in the cycle by cycle ultrafiltration (uf) log that the home patient (hp) had a uf reading of 1301 in drain 2 of therapy starting in 2008. The home patient's programmed fill volume was 3000 ml. During drain 2, the uf reading indicates the home patient drained 1301 ml more than the fill volume, for a total drain of 4301 ml. The drain volume indicates an overfill occurred. The home patient's nurse stated that the hp did not report these overfills to her, so she was unaware of any specific details. The nurse informed there was no patient injury or medical intervention associated with this report.